Event description:
The event happened in or 7 at 0830 during a left nephrectomy procedure. After opening a sterile supply called spacemaker made by covidien the surgeon realized the supply had a defect. It was leaking air from the port. After realizing that, we could not use the product. Due to the circumstances, the surgeon had to change the procedure by going through a different approach laparoscopically.